Event description:
Further follow-up revealed that the physician believes the vns generator battery is weakened and this is why the seizures are lasting longer with a longer post-ictal period. Generator replacement is planned, but has not occurred to date.

Event description:
Clinic notes dated (B)(6) 2015 note that the patient's seizures are last longer. The patient was referred for generator replacement. It was noted that the generator was set to ifi and that since the patient's seizures have become more severe, the patient is being referred for generator replacement. The notes indicate that the vns is still functional, but the physician expects the generator battery has weakened some. It is unknown whether the seizures are more severe and are lasting longer than the patient's pre-vns baseline. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Event description:
Analysis of the generator was completed on 12/10/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator was at neos ¿ yes. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient underwent generator replacement surgery. It was reported that the generator showed neos - yes during pre-operative diagnostics. A new generator was implanted and device diagnostics were within normal limits. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.